Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-8913ds, mini tightrope® with inserter, after the buttons were placed, the fw slid as it was being tightened one by one, eventually breaking. The doctor said that the fw felt different when it was being tightened the first time as well. This was detected during use in an unspecified procedure on (B)(6) 2026. The procedure was completed successfully as the buttons inside the body were retrieved and new ones were inserted. No significant surgery delay reported. No additional anesthesia administered to the patient.